Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having high and low blood glucose. Customer stated she will go very low, treats with carbs, and then ends up high. Customer's blood glucose was 600mg/dl. Customer stated they were nauseated. Customer's current blood glucose was 363mg/dl. Customer treated with insulin pump. Customer declined to continue the troubleshooting.